Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to have exhibited premature battery depletion due to a drop in estimated battery longevity. Data analysis determined the battery depleted faster than expected. Device replacement was recommended. This device remains in service. No adverse patient effects were reported.